Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the pt was not able to adjust stimulation. The neurostimulator (ins) light has been blinking for the last couple of months. Ten new batteries were tried but the 9v battery light would not stop flashing. The health care professional had not seen the pt since 2007. It was later reported that the pt experienced a loss of therapeutic effect following a fall. She fell and cracked her head open before june. Her symptoms, not feeling stimulation, were noticed in june which were at the ins site. She placed a new battery in the pt programmer and all the lights were blinking. She was at home in fair condition.